Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was unknown. The patient was not hospitalized prior to or at the time of death and passed away at home. An autopsy was performed and the results are pending. It was unknown if dianeal therapies were ongoing up until the time of death and it was unknown if the patient was connected to the baxter healthcare homechoice device or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. It was reported that the patient did not have a peritonitis event prior to passing away. Additional information was requested, but is not available at this time.